Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a trilogy evo o2 ventilator has a faulty screen display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the philips investigation lab (pil) for evaluation and the customer¿s complaint was not confirmed. The device passed all test and operated as designed. The device was scrapped.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator has a faulty screen display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.